Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, she had received the replacement device and she was still experiencing high blood glucose. Her blood glucose went up to 467 mg/dl and then it lowered to 373 mg/dl. Customer mentioned that she inputted the same settings as the device she previously had issue persisted. She didn't eat anything since last night, that she threw up. The device alarmed check setting after the first rewind. Customer blood glucose was 347 mg/dl. Check settings alarm occurred while customer was filling the device. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer was advised to talk to doctor as soon as possible. Customer agreed to return the device for further analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.